Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2014-37933.

Event description:
Customer reported a no delivery alarm. Customer's blood glucose was 406 mg/dl. She also reported that her tubing was kinked. The customer did not want to return her infusion set or reservoir for analysis. No additional information provided.